Event description:
Pt implanted with one-level posterior pedicle screw instrumentation on (B)(6) 2010. Pt was involved in a significant car accident approx ten months post-operatively; this led to a new pain and a subsequent revision surgery. During surgery, two pedicle screws were found to have fractured under the screw head. The surgeon had difficulty removing the screw shanks from the bone, and this resulted in a surgical delay of approx one hour.

Manufacturer narrative:
Lot # l516305. Eval concluded that event caused by trauma suffered by pt (i.e., significant car accident).